Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that her blood glucose readings since (B)(6) 2019 were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found. The initial report stated that the customer called to report the event for herself. However, the customer called on behalf of her husband. Sections a2, a3 and b5 have been updated.

Event description:
An advocate from canada called on behalf of her husband and reported that his blood glucose readings since (B)(6) 2019 were not being stored in the memory of the contour next ez meter.